Manufacturer narrative:
The t:slim g4 pump user guide states: do not remove the used cartridge from the pump during the load process until prompted on the t:slim g4 pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during the load process. The customers blood glucose (bg) level was impacted above 500 mg/dl. The customer delivered a correction bolus to stabilize bg level. Reportedly, the customer was removing the cartridge at the incorrect time during the load process and not following the on screen instructions. During troubleshooting with tandem technical support the customer was able to load a new cartridge successfully and resume insulin delivery.